Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient presented to the hospital experiencing syncope. The physician elected to explant and replace the device. No additional information was reported.